Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information available, the reported positioning failure was due to a combination of the anatomical challenges and procedural conditions. The reported tissue damage was a result of the positioning failure. The reported additional therapy/non-surgical treatment, delayed therapy/non-surgical treatment and hospitalization were a result of case specific circumstances as an intra-aortic balloon pump was placed, there was clinical delay in the procedure and the patient was hospitalized respectively. The cause for the reported tissue damage appears to be related to procedural conditions. The patient effect of tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures.there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage, delay, medical intervention and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted anterior flail and restricted posterior leaflet. On (B)(6) 2020, a clip delivery system (cds) was advanced to the mitral valve; however, there was difficulty grasping the leaflets with the clip. Then the mean pressure gradient increased to 6mmhg and mr was not adequately reduced. Therefore the cds was removed with the clip attached. The mean pressure gradient returned to baseline, but after the cds was removed, tissue was observed on the clip. The patient remained hospitalized as this caused a delay in the procedure. The mitraclip procedure was aborted and an intra-aorta balloon pump (iabp) was placed to prepare for mitral valve replacement surgery. No clips were implanted, and mr is 4. The surgery is planned for (B)(6) 2020. No additional information was provided.